Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus during release of the tabs and was left implanted in the ascending aorta. Another valve was implanted successfully. The physician reported there were anatomical challenges that contributed to the placement difficulties. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). A conclusive cause of the dislodgement / positioning difficulties could not be determined from the limited information available.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).